Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on my left side') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I (have one child) in 2010, c-section ((not planned)) in 2010 and cervical dysplasia in 2010. Concurrent conditions included perineal pain, irregular menstruation, chronic cervicitis, nabothian cyst, uterine leiomyoma and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal bleeding (general"), mood altered ("mood changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal distension ("wake some mornings already looking 4/5 mons preggo"), fatigue ("fatigue,") and constipation ("constipated"). In (B)(6) 2016, the patient experienced depression ("depression,"), dermatitis contact ("autoimmune disorder type of disorder: contact dermatitis positive ana results/rashes or skin conditions type: contact dermatitis") and anxiety ("anxiety,"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced allergy to chemicals ("newly acquired allergies, allergic to the chemicals in these categories: fragrance mix, amidoamine/cocamidoprpyl betaine, fragrance mix ii, mercapto mix/allergic or hypersensitivity reaction type: ingredients most personal productsand detergents"). In (B)(6) 2018, the patient experienced tension headache ("tension headaches"), allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced morton's neuralgia ("tumor / teratoma / cancer type: morton's neorma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes show in my arm pits"), thyroid disorder ("hormonal changes describe: thyroid changes"), hypovitaminosis ("vitamin deficiency"), the second episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), neuralgia ("nerve pain"), urinary tract infection ("bladder or urinary problems or changes-uti"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), myalgia ("muscle pain") and arthralgia ("joint pain") and was found to have weight increased ("gaining, today I am 161"), smear cervix abnormal ("infection (bladder/ urinary tract/vaginal) type: abnormal pap all since 2016") and antinuclear antibody positive ("positive ana results"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, weight increased and allergy to chemicals had not resolved and the dysmenorrhoea, abdominal pain, rash, abdominal distension, vaginal haemorrhage, thyroid disorder, hypovitaminosis, genital haemorrhage, the last episode of heavy menstrual bleeding, smear cervix abnormal, mood altered, depression, neuralgia, dermatitis contact, urinary tract infection, tension headache, hypertension, allergy to metals, morton's neuralgia, vaginal discharge, eye disorder, fatigue, constipation, alopecia, myalgia, arthralgia, anxiety, migraine and antinuclear antibody positive outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, constipation, depression, dermatitis contact, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, hypertension, hypovitaminosis, migraine, mood altered, morton's neuralgia, myalgia, neuralgia, pelvic pain, rash, smear cervix abnormal, tension headache, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes, hysterectomy. Cervix: chronic cervicitis with nabothian cyst. - endometrium: weakly proliferative endometrium. - myometrium: leiomyoma, adenomyoma, and adenomyosis. - fallopian tubes: no pathologic features gross description: one of the detached distally fimbriated fallopian tubes measures 5.5 cm in length with an average 0.6 cm diameter. The serosa is pink-tan to red, smooth with multiple focal paratubal cysts varying in size from less than 0.1 up to 0.1 cm in greatest dimension. An essure coil is identified within the fallopian tube. On sectioning, it has a pinpoint lumen that is otherwise unremarkable. The second detached distally fimbriated fallopian tube measures 5.5 cm in length with an average 0.5 cm diameter. The serosa is redpink, diffusely hemorrhagic and is otherwise unremarkable. On sectioning, it contains an essure coil within it. It has a pinpoint lumen that is otherwise unremarkable.. Weight - on (B)(6) 2021: 161. Lot number:a96183 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain on my left side') in an adult female patient who had essure (batch no. A96183) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I (have one child) in 2010, c-section ((not planned)) in 2010 and cervical dysplasia in 2010. Concurrent conditions included perineal pain, irregular menstruation, chronic cervicitis, nabothian cyst, uterine leiomyoma and adenomyosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced the first episode of heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal bleeding (general"), mood altered ("mood changes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal distension ("wake some mornings already looking 4/5 mons preggo"), fatigue ("fatigue,") and constipation ("constipated"). In (B)(6) 2016, the patient experienced depression ("depression,"), dermatitis contact ("autoimmune disorder type of disorder: contact dermatitis positive ana results/rashes or skin conditions type: contact dermatitis") and anxiety ("anxiety,"). In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced allergy to chemicals ("newly acquired allergies, allergic to the chemicals in these categories: fragrance mix, amidoamine/cocamidoprpyl betaine, fragrance mix ii, mercapto mix/allergic or hypersensitivity reaction type: ingredients most personal productsand detergents"). In (B)(6) 2018, the patient experienced tension headache ("tension headaches"), allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced morton's neuralgia ("tumor / teratoma / cancer type: morton's neorma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rashes show in my arm pits"), thyroid disorder ("hormonal changes describe: thyroid changes"), hypovitaminosis ("vitamin deficiency"), the second episode of heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), neuralgia ("nerve pain"), urinary tract infection ("bladder or urinary problems or changes-uti"), hypertension ("blood or heart disorder/condition type: high blood pressure,"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), myalgia ("muscle pain") and arthralgia ("joint pain") and was found to have weight increased ("gaining, today I am 161"), smear cervix abnormal ("infection (bladder/ urinary tract/vaginal) type: abnormal pap all since 2016") and antinuclear antibody positive ("positive ana results"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, weight increased and allergy to chemicals had not resolved and the dysmenorrhoea, abdominal pain, rash, abdominal distension, vaginal haemorrhage, thyroid disorder, hypovitaminosis, genital haemorrhage, the last episode of heavy menstrual bleeding, smear cervix abnormal, mood altered, depression, neuralgia, dermatitis contact, urinary tract infection, tension headache, hypertension, allergy to metals, morton's neuralgia, vaginal discharge, eye disorder, fatigue, constipation, alopecia, myalgia, arthralgia, anxiety, migraine and antinuclear antibody positive outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to chemicals, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, constipation, depression, dermatitis contact, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, hypertension, hypovitaminosis, migraine, mood altered, morton's neuralgia, myalgia, neuralgia, pelvic pain, rash, smear cervix abnormal, tension headache, thyroid disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: removal recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2021: uterus and bilateral fallopian tubes, hysterectomy cervix: chronic cervicitis with nabothian cyst. Endometrium: weakly proliferative endometrium. Myometrium: leiomyoma, adenomyoma, and adenomyosis. Fallopian tubes: no pathologic features gross description: one of the detached distally fimbriated fallopian tubes measures 5.5 cm in length with an average 0.6 cm diameter. The serosa is pink-tan to red, smooth with multiple focal paratubal cysts varying in size from less than 0.1 up to 0.1 cm in greatest dimension. An essure coil is identified within the fallopian tube. On sectioning, it has a pinpoint lumen that is otherwise unremarkable. The second detached distally fimbriated fallopian tube measures 5.5 cm in length with an average 0.5 cm diameter. The serosa is redpink, diffusely hemorrhagic and is otherwise unremarkable. On sectioning, it contains an essure coil within it. It has a pinpoint lumen that is otherwise unremarkable. Weight - on (B)(6) 2021: (B)(6). Most recent follow-up information incorporated above includes: on 20-oct-2021: mr received. Case become serious incident as essure was removed. Reporter, medical history, essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.